Event description:
It was reported that interrogation of the device showed the battery identification in the stage of "pre-implant" and not showing any color on the bar that should have the color. The device was opened and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Performance data collected from the device was received and analyzed. Analysis of device memory showed battery data longevity estimator.